Manufacturer narrative:
The drill and drill motor are reusable parts. Rigidity inspections were previously on label. Neocis implemented field notification on 12-mar-2019 to remind users and field personnel to inspect the drill-to-drill motor connection for rigidity, as previously labeled. Loose drills should be removed from service and replaced with new drills. Drill face calibration is performed prior to each case to help ensure osteotomy accuracy. (B)(4).

Event description:
Guided osteotomy deviated from the plan and resulted in a breach of the buccal cortical plate. Defect repaired with xenograft membrane and bone. Plan deviation caused by rotation of the drill handpiece at the drill motor interface. The drill handpiece stabilization pin was found to be loose.